Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 04/18/2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. Functional testing could not be performed because of the call tech support error. The receiver log was able to be downloaded and reviewed and there were no errors were observed. The reported event of a frozen display screen was not confirmed. A root cause could not be determined.